Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to post-cardiotomy cardiogenic shock. While on support, patient experienced hemolysis. 1 packed red blood cells was given.

Manufacturer narrative:
Correction: e4; h6 medical device problem code 01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: after 7 days on support, labs show free hgb at 380. However, lab noted issue with the sample and requested a redraw. 2 days later, hgb noted to be less than 30, as was shown by every sample taken from the patient throughout support. There was no mechanical interaction with blood due to the field reporting a false positive in the sample that had high free hgb.